Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced several issues. The patient received an elective replacement indicator (eri) message since october, indicating a need for device replacement. Additionally, the implant was not charging properly, often taking up to 6 hours to charge, despite the patient not allowing the battery to deplete below half. The patient also reported experiencing occasional shocks that traveled down their legs. The issues began a little over a month prior to the report. The patient contacted their healthcare provider.